Event description:
It was reported that the ¿wire¿ became disconnected on the patient¿s implantable neurostimulator (ins) but that their physician ¿re-connected it¿. The reporter refused to provide additional information regarding the event. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient (B)(4).

Event description:
Additional information received reported that the report was inaccurate. The patient was told by a manufacturing representative that her generator would fail exactly 9 years after implant and that we need to replace it. It worked fine.

Manufacturer narrative:
After receiving new information the fdd code is no longer valid for the products with serial numbers (B)(4). The new fdds for each product is (B)(4).